Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level displayed as "high," although the specific value was unknown. The elevated bg and occlusion were addressed with a supply change.